Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-01-18. H6: investigation summary: one 2420-0007 sample was received without packaging for investigation. Fluid was present in the line. The customer feedback indicates the sample is from lot 20065148. The sample was received without the spike component. A visual inspection confirmed the customer's experience as the male luer was received separated from the line. No obvious signs of solvent were present around the end of the tubing the details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the separation could not be determined in this instance; however it is likely that the operator inadvertently missed the assembly step where solvent is applied to the male luer prior to the components being connected. This is a manual assembly process and is likely to have occurred due to human error. A review of the production records for lot 20065148 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a very small number of similar reports against the 2420-0007 set in the past 12 months.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced tubing separation from the adaptor/luer connection. The following information was provided by the initial reporter: nurses priming clear solution through IV line in ICU when the male end disconnected from the main line. No patient harm, not connected to a patient at the time. No harm to the nurses or users. Sample kept and lot number provided.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced tubing separation from the adaptor/luer connection. The following information was provided by the initial reporter: nurses priming clear solution through IV line in ICU when the male end disconnected from the main line. No patient harm, not connected to a patient at the time. No harm to the nurses or users. Sample kept and lot number provided.